Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm. Reportedly, the customer was unable to confirm the cartridge alarm. There was no reported impact to the customer's blood glucose level.